Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was programmed to 60 bpm in cls mode since (B)(6) 2020. Evaluation of the statistic data revealed that the averaged heart rate amounted to 70 bpm by cls adaptation. Please note that in cls mode the rate adaptation is based on intracardiac impedance signals coming from myocardial contractility. The r mode is only used to verify motion by the patient. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Furthermore, the rate adaption was tested showing no anomalies. The device operated as expected. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
The physician suspected an issue with the device accelerometer. The pacemaker was explanted.